Event description:
Customer reported a high blood glucose level, although the specific value was unknown and only described as "high" by the continuous glucose monitor. Cause was not known.the customer administered a correction bolus via pump and correction injections, and no further assistance was required, as all issues were resolved by these actions.